Event description:
Per complaint (B)(4), patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.